Manufacturer narrative:
(B)(4). The device was returned for analysis. The hypotube, collar, distal shaft and tip was microscopically and tactile inspected. Inspection revealed tip damage (flattened/markerband flattened) for 1 cm in length, numerous kinks in the hypotube located 39 cm and 89 cm from tip, damage (chatter lines) to the hypotube/collar, and a partial separation at the distal edge of the collar. The collar was measured with a calibrated pin gage and was measured - meeting the product specification. The chatter lines were likely caused by the burr of the rota link device rotating/oscillating outside of the guidezilla/inside the guide catheter, thus contributing to the resistance when trying to enter the collar. The inner diameter of the tip could not be measured due to the tip damage. The distal shaft had a separation of the inner shaft layer (with the two outer layers intact). Separation was confirmed by applying a red dot (made by sharpie) at the distal side of the suspected separation (distal edge of the collar) and while holding the collar in place and changing the angle of the shaft, material was clearly seen to be separated. The damage (chatter lines) seen at the hypotube/collar area, is consistent with a rota burr rotating while advancing inside the guide catheter(s). Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
Reportable based on device analysis completed on 8 february 2018. It was reported that there was difficulty advancing the a device through the catheter. A 7f guidezilla¿ ii guide extension catheter was selected to be used in a percutaneous transluminal catheter rotational ablation procedure. When the physician attempted to insert a boston scientific rotalink¿ plus 1.50mm burr through the device, there was trouble advancing the device through the collar part due to resistance, but eventually the device was able to pass through despite severe resistance . Both the guidezilla and the burr were able to be used successfully after the prior issue to complete the procedure. No patient complications were reported. However, device analysis revealed a material separation at the collar and the distal inner shaft.